Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup mode, the patient experienced pectoral stimulation. Reprogramming changes were made. There were no patient consequences.